Event description:
Per the audiologist, the pt was seen for a revision surgery in 2008 (date not reported) "as the wound opened up and [the] array were [was] slightly exposed. During a follow-up appointment, a open-circuit electrode was discovered. Reportedly, the surgeon indicated the electrode may have been "sliced" during the revision surgery. The open circuit electrode was deactivated from the pt's sound processing program. An integrity test is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.